Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Review of the log files revealed an "electrical fault" alarm due to rear phase open, which was resolved by reactivating the rear stator. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and/or the driveline/connector sealing design. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware hvad instructions for use: provide instructions on how to properly handle the connector driveline during tunneling, placement of the rubber driveline cover and connection to the controller. Note that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. IFU also advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. Field technical bulletin gr00240 details that care should be taken, both during the implant process and postimplant, to ensure no foreign material enters the connection between the driveline and the controller. If foreign material contaminates this connection, electrical fault alarms may occur on the controller. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4)/1403us, expiration date: 07/31/2014, manufacturing date: 07/01/2013. (B)(4).

Event description:
It was reported from the united states that the patient's ventricular assist device (vad) had an isolated controller "electrical fault" alarm. Preliminary analysis of controller log files confirmed one electrical fault alarm on (B)(6) 2014 with the indication of 'rear phase b open'. During the patient's next regularly scheduled office visit it was noted the patient had a sub-therapeutic inr of 1.7. As a result the patient was admitted to the hospital and treated with heparin and his coumadin dose was increased. A manufacturer's representative inspected the device during this admission per the site's request, and waited one (1) day before performing a cleaning procedure per the manufacturer specification on (B)(6) 2014 to remove contaminants. The pump was stopped briefly during the cleaning procedure. The manufacturer's representative reported that a substantial amount of residue was noted in the controller connector. The cleaning procedure required the pump to be stopped a total of two (2) time for a total of approximately two (2) minutes each time. A controller exchange was performed as part of the cleaning procedure. There was no reported patient injury as a result of this event. The original controller was returned to the manufacturer for evaluation.